Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual evaluation revealed that the suture system of the acl tightrope with fibertag was damaged; the loops were broken off. The blue suture was cut. No visual issues with the button were found. -functional testing was not performed due to the damage to the device. The most likely cause can be attributed to user error, as excessive force on the shortening suture strands may break the strands and the device coming in contact with another device during use. Per dfu-0147. G. Precautions 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in line with the bone socket may break the strands and impair the ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture broke while pulling it in. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.